Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient received an alert for possible output circuit damage via remote transmission. Patient will be brought into the clinic for further evaluation. No further information is available.